Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the reported event. During the call, fse confirmed the error. Fse performed troubleshooting with the customer and found that the hemolysis wash reagent tubing had lifted out of the solution. This was a result of operational error. The customer corrected the issue and began running patient samples with normal area. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-may-2017 through aware date (B)(6) 2018. There were two similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: 200 area low error. Three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due operational error of the tubing had come of the wash liquid.

Event description:
A customer reported getting 200 area low error messages on all samples including dilutions with the g8 instrument. The customer stated that results are not being generated and the samples have 0 area (optimal range 700-3000). The customer changed the column, the sample needle, and one low buffer and the pressure returned to normal. The waste was flowing correctly. However, when technical support (ts) advised the customer to perform a drain flush and restart the analyzer, the total areas returned to 0 when they tried to run patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.